Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed a33 alarm. It was also mentioned that the customer experienced an alarm while preparing a set change. Blood glucose level was 220 mg/dl at the time of the incident. The insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
Insulin pump passed displacement test, prime test and excessive no delivery test. Unable to confirm compromised force sensor system alarm and unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.